Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated it is not working. Patient stated they are charging the implanted neurostimulators battery and it shows "recharging" and then the stimulation just quits patient stated last night they were at 30% charge and they started to charge it to finish it up for the night and stimulation stopped. Patient got up and walked around and they would move a certain way and stimulation would work for a little bit and then they would sit down and if they were standing up it would go off. Patient verified the controller appears to be working as intended but they are not feeling stimulation consistently since yesterday patient verified, they have not had any falls or traumas. Agent is sending a message to the local field representative about patient call. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.